Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt reports experiencing eye pain, improved uncorrected near vision lens and decreased uncorrected distance vision. The implanting physician informed the pt that the lens had "moved", however when she went for a second opinion consultation, the physician informed her that the iol was in the correct position. The pt has been prescribed glasses and the implanting physician is recommending laser treatment (presumably yag capsulotomy) after the 12 week postoperative period. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.